Manufacturer narrative:
MFR standard operating procedure includes attempting to obtain all required information from the source.

Event description:
The complaint reported that a diabetic patient ( no other information provided) required in-hospital replacement of a 16 french gastrostomy tube due to balloon rupture on two occasions. The patient was reported to not have experienced any adverse effects. The replacement of the gastrostomy tube in hospital is considered medical intervention to preclude a serious injury or illness.